Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Unable to confirm excessive no delivery alarms and unable to perform any tests due to lcd physical damage. The insulin pump had cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a no delivery alarm and the display was cracked. Blood glucose level at the time of the incident was 290 to 300 mg/dl. After troubleshooting, the caller received additional no delivery alarms. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.